Event description:
The customer stated that a falsely decreased alinity I total psa result was generated for a patient sample. (B)(6). The customer's normal range is = 4.0 ng/ml. No adverse impact to patient management was reported.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. Service deemed the likely cause for the issue was the manifold valve due to unfavorable trigger dispensation by the valve. The part was replaced, resolving the issue. The module function was verified with a control/precision run. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. The service history of the ai02548 verifies no subsequent issues have been reported related to discrepant results post service intervention. Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Based on the available information, no product deficiency was identified.